Event description:
It was reported the physician felt resistance while trying to deploy the stent and after several attempts it was found the stent was partially deployed at the distal end. The stent was removed from the patient; there was no clinical consequence as a result of this event.

Event description:
It was reported the physician felt resistance while trying to deploy the stent and after several attempts it was found the stent was partially deployed at the distal end. The stent was removed from the patient; there was no clinical consequence as a result of this event.

Manufacturer narrative:
Device evaluated by mfg, summary attached; updated to yes. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the stent was returned inside concomitant microcatheter. Inspection found the stent was partially detached and the stent delivery wire (sdw) was broken. The stent was stuck in the catheter and could not be retracted or advanced. Functional testing could not be performed due to the condition of the returned device; the reported stent partial deployment and delivery catheter friction was confirmed. Additional information provided reported significant resistance during the procedure and the patient¿s anatomy was tortuous. It is probable the procedural factors like the patient¿s tortuosity caused the reported friction and subsequent stent partial deployment and sdw break. Cause traced to component failure was assigned to this event.